Manufacturer narrative:
This is 1 of 1 initial/final MDR submitted for this complaint with associated MFR #2954740-2016-00266. (B)(4). Based on the information, the event could not be confirmed. The product was not returned for analysis; therefore, the root cause of the coils non-detachment cannot be determined. However a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a c-presidio10 (pc4100412-30/c37495) was used with an enpower control cable (ecb000182-00/p11613) during a coil embolization procedure of an aneurysm in the middle cerebral artery. During the procedure, the green system ready light of the complaint products did not illuminate and the coil failed to detach. The procedure was then completed with another product. Reportedly, the patients information is unknown and the level of tortuousness and calcification of the patients vessel are also unknown. No report of the other device used in the procedure is available. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint products were new and stored per labeling instructions. The procedures were conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the micro catheter. The products are not available for the investigation. No further information is available.